Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they were not getting the relief they needed due to the ins being programmed properly. Pt said they met with the rep today for 40 minutes to get the ins reprogrammed. Pt said their ins was set up for adaptive stimulation but it was not working correctly/wasn't changing. Pt said they needed it at 2.9 but the stimulation wasn't adjusting for the different positions. Pt said they met with the rep and the rep programmed them to have groups a, b and c to use. Pss documenting information given during call.